Event description:
Event description the physician's office informed cpi that this bipolar lead was removed from service. One day after implant the physician elected to replace the lead because 'it would not stay in place'. The lead was removed in 1995.